Manufacturer narrative:
The investigation into the event is currently ongoing. A follow-up MDR will be submitted when more information becomes available.

Event description:
During a case, while pumping in case mode, the dcm screen went black. User could not confirm whether the pump continued spinning. User mentioned a possible ac connection issue with the power cord plugged into the bottom of the dcm. After the black screen occurred, the perfusionist hand-cranked the case temporarily until they could switch to a different anivia system. All other connectors were checked, and the ac power cord was not fully plugged in. The system should have continued running on battery in this situation, and user reported that the battery was fully charged when plugging in the machine afterward.